Manufacturer narrative:
No complaint product was returned to angiodynamics for evaluation. The customer's reported complaint description of high reflected power (hrp) warning message regarding the probe cannot be confirmed. No probe complaint sample was returned for evaluation. Without receiving probe product for evaluation, we are unable to definitively determine if the probe was a contributing factor for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Applicator labeling review: the instructions for use , which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." Hardware unit review: the serial number of the solero generator hardware unit used during this event was reported as qby0003298. Hardware service case (B)(4) was opened to investigate the performance of the hardware unit in regards to this hrp complaint event. During evaluation of the solero generator the hrp warning message was able to be duplicated and root cause was determined to be the blue mw cable was disconnected. Based on service evaluation of the solero generator used during the procedure, the root cause of the hrp incident is determined to be a blue mw cable that was disconnected. The root cause for the patient being under general anesthesia (ga) for extended procedure time and/or procedure aborted with no treatment provided, is a result of end user error in not following instructions in dfu. Dfu states, "do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". For this event the end user observed the high reflected power warning message during the saline test of the probe and still proceeded with the procedure. It is not clear if patient was placed under ga prior to the saline test, however, proceeding with the procedure and placing patient under ga when the solero mw system is presenting warning message errors during the saline test is contrary to the instructions in the dfu. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Reference (B)(4).1317056-2023-00132 (disposable) .reference(B)(4).1317056-2023-00133 (generator).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference (B)(4) 1317056-2023-00132 (disposable). Reference (B)(4) 1317056-2023-00133 (generator).

Event description:
Sable device used during event). A distributor reported an end user experienced an issue when using a 19cm solero applicator. Device connected to generator correctly. Once the test has been carried out in saline, a message was displayed on the generator (high reflected power). The doctor positioned the device in the patient and tried to start again. However, the message (high reflected power) continued. They turned off the generator, disconnected the device but the message continued. A second applicator was attempted to be used, however they still continued to receive the hrp message. The procedure was canceled, with no ablation treatment performed. The procedure was rescheduled. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.